Event description:
Customer reports, lancet protrudes past the cap of the softclix device; unk if before or after firing. Accidental needle stick occurred, no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.